Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified procedure with the subject device, endoscopic image disappeared. The user replaced the subject device to another device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. In the evaluation of omsc the following was confirmed; omsc could not reproduce the reported phenomenon which was that the endoscopic image disappeared. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Damage of the bending section was noted. The exact cause of the reported phenomenon could not be conclusively determined, however there is possibility that the reported phenomenon was caused by short circuit or disconnection during operation of bending section. If additional information becomes available, this report will be supplemented.